Event description:
Posterior lumbar surgery, level l5-s1 was performed on (B)(6) 2013. During the final tightening of the locking screws, the torque wrench did not click out and when further forced upon trying to get it to click out, the screwdriver shaft fractured. The shaft broke off into 2 to 3 pieces and all pieces were retrieved. The surgeon switched screwdriver shafts and completed the surgery. The surgery was prolonged approximately 2 minutes. No adverse effect to the patient was noted. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. (B)(4) manufactured all torque limiting handles: the manufacturing documents were reviewed and no complaint related issues were found. The product was not returned for further investigation at this time.

Event description:
This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
A product development event evaluation was conducted. The report indicates the torque limiting handle and the t25 stardrive are found in the pangea system technique guide. These devices are used in combination to provide a final tightening of the pangea locking caps to secure the pedicle screw construct. Per the complaint description, the torque limiting handle did not limit the torque on the driver. This leads to a fracture due to shear forces exceeding the tensile strength of the driver. The remaining driver tip is slightly twisted (plastically deformed) in a clockwise orientation indicating that it failed in tightening as described in the complaint description. The torque limiting handle cannot be evaluated as it had been disassembled prior to the design evaluation. The amount of torque applied to the driver and construct cannot be determined. The chu engineer calculated a failure torque (fracture) of 12.57 n-m. This suggests that the driver experienced at least that value. The materials and specifications were reviewed in the drawings. There was no record of this torque limiting handle lot # 566827h06-131 ever being tested after the recommended 6months/50 sterilization cycles. Referenced from the manufacturing evaluation: the supplier conducted a review of the complaint product and determined that the smaller front gear in the torque mechanisms has cracked in both instruments. The cracks are along the pressed pins of the gears. The most likely cause for the cracks is from undo stress placed on the gears by either over torqueing or reverse torqueing the instruments. The hazard of the driver breaking due to the torque limiting handle failing is not listed in this risk assessment. The fractured gears indicate there was over stress torqueing or reverse torqueing. The torque limiting handle failing lead to an over torque on the driver which was above the tensile strength of the driver.

Manufacturer narrative:
This device was used as treatment and not diagnosis. Device was received, investigation is ongoing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was conducted and the report indicates that the device was returned in good condition with no apparent damage. The 10 nm torque limiting handle (part number 03.620.019, lot number 566827h06) was manufactured to all applicable drawing, process and material specifications. The supplier conducted a review of the complaint product and determined that the smaller front gear in the torque mechanisms was cracked. These cracks are along the pressed pins of the gears. The most likely cause for the cracks is from stress placed on the gears by either over torquing or reverse torquing the instruments. Due to the supplier evaluation, this complaint is deemed invalid from a manufacturing position.